Event description:
It was reported that this patient was on antibiotics for a dialysis-related infection. It was stated that the patient did not have peritonitis. In additional follow-up, the patient¿s pd nurse indicated the patient has a pd catheter (not a (B)(6) product) exit site infection that is being treated with intra-peritoneal (ip) tazicef. The nurse confirmed the patient does not have peritonitis and continues pd with the same cycler. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".